Event description:
Per provider the leg on the shower chair folded under the chair.

Manufacturer narrative:
(B)(4). - follow up #001. Initial pr (B)(4) issued MFR report # 1531186-2013-02634 indicting the manufacturer as unknown. The correct manufacturer is (B)(4).